Event description:
When the dr attempted to insert the guidewire through the 18gax15cm needle inserted in the pericardium, the guidewire would not go through the needle. The needle was replaced with the 18gax9cm needle and the procedure was completed. There was no reported short-term or permanent impairment as a result of this incident.